Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found the that the bimba wire was pinched. To fix the issue, the fse reconnected the bimba wire and ran the unit with no further autofill failures or errors. The iabp passed all calibration, functional and safety test to meet factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure. No patient harm, serious injury or adverse event was reported.